Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged nausea, lightheaded, dizziness and headaches also alleged runny nose. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging nausea, lightheaded, dizziness and headaches also alleged runny nose, itchy skin and difficulty breathing / short of breath. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's center for further evaluation. The device was evaluated externally and dust / dirt contamination with degraded sound abatement foam was abserved throughout device enclosure and airpath, suggesting a source external to the device. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination is observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation and there is dust / dirt contamination and the source of contaminations were external to the device. Section h6 health effect - clinical code missed to captured in the previous. It is corrected in this follow up report.

Manufacturer narrative:
The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and slight dust/dirt contamination inconsistent with degraded sound abatement foam was abserved throughout device enclosure and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination is observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no errors. The manufacturer concludes that they confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device in the previous follow-up report MDR , section h6 (investigation findings:), h10 was incorrectly captured, it has been corrected in this report to reflect the correct information.